Event description:
It was reported that the patient experienced the ipg randomly turn off after a non-device-related fall. There was also speculation that the device may have randomly turned off when driving a specific car. The event returned mostly to normal after driving a different car, however, the patient underwent an explant procedure where the ipg and two leads were explanted and replaced. The patient was doing well postoperatively. The devices were not returned as they were retained by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(6). Lot: 3047912. Product family: scs-linear leads upn: m365sc2366700 model: sc-2366-70. Serial: (B)(6) lot: 5149431.